Event description:
On (B)(6) 2015, the reporter contacted animas alleging a load step/prime issue with the pump. There was no adverse event associated with this complaint. No additional information was available. This complaint is being reported because the alleged issue remained unresolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the black box showed evidence of a loss of prime event illustrated in a call service - loss of prime due to low non-zero force warnings. The returned battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly. No related call service warnings or any other alarms occurred during the investigation. The product performed within specifications. Product analysis was unable to duplicate the ¿loss of prime¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).